Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7102300.

Event description:
It was reported that the patient was having extreme pain post trail procedure prior to discharge. The physician removed the device right away. The patient was sent to the hospital. No further information has been obtained despite good faith efforts.